Event description:
The ICD unit involved in this MDR report was explanted 14 months after implantation because absence of sensing and pacing was observed; during the re-intervention, normal lead measurements were obtained.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.